Event description:
Patient had tracheostomy tube placed by ent, air leak developed, trach removed and replaced with another trach, airleak developed, trach removed and replaced with another trach, air leak developed. Patient now has the fourth trach in place without any air leak or other issues.